Event description:
Event description cpi received information that during a routine generator replacement, this implantable pulse generator (ipg) was exhibiting oversensing with pauses. The physician cleaned the leads, retightened the setscrews and pauses were still noted. The physician elected to not implant the ipg.